Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Medwatch field UDI number: (B)(4). Medwatch field occupation: the occupation is lay user/patient.

Event description:
It was reported that a patient received discrepant results when testing with coaguchek xs meter serial number (B)(4). The patient tested three times using the meter and each time, he received results of > 8.0 inr. When testing, the patient used two different lot numbers of test strips, lot 43492321 (expiration date: 30-apr-2021) and lot 44950211 (expiration date: 30-jun-2021). Within 1-2 hours of the meter measurements, a sample from the patient was tested in the laboratory using a stago copact max analyzer with neoplastin cl+ reagent, resulting in a value of 5.0 inr. Based on the laboratory value, the patient's doctor advised him to hold warfarin medication for two days. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly.